Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the super capacitor error manifested in intermittent power to the pump. There was found to be a short in the plunger cable. The main board was replaced by the customer and during the repair process, the customer likely cause this damage to the plunger cable. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with a super capacitor error.